Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. When the local service engineer checked the device, the reported phenomenon was not duplicated. Since the device was not returned, the exact cause was unknown; however, omsc assumed a potential cause as follows. There was a possibility of temporary contact failure because foreign matter attached on the electrical contact of the video connector. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the radical resection of rectal cancer with the subject device and another unspecified device, a scope communication error b30 appeared on the monitor. The user completed the procedure by using another unspecified device. There was no report of patient injury associated with the event.